Event description:
It was reported that when using the bd pyxis¿ medbank tower the drawer did not open when trying to issue medication. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer was failed to work. A technical support specialist reset the cubex application. Verified successful restart and confirmed proper operation. No further issues reported. The system functioned as intended after the technical support specialist troubleshoot the device.